Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to cardiac arrest. The customer's last known blood glucose reading was 46 mg/dl. At the time of the report, it was not known where the insulin pump was located. Nothing further was reported.